Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05552. It was reported the patient has experienced uncomfortable heating at the ipg site while recharging. Additional information gathered revealed the patient has lost stimulation due to the charger and programmer no longer being able to communicate with the ipg. A replacement charger was sent to the patient, but did not provide resolution. As a result, the patient will undergo surgical intervention. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.